Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had fluctuating swelling at the implantable pulse generator (ipg) site with associated symptom of pain. The patient underwent an ipg pocket seroma aspiration procedure.

Event description:
It was reported that the patient had fluctuating swelling at the implantable pulse generator (ipg) site with associated symptom of pain. The patient underwent an ipg pocket seroma aspiration procedure. Additional information was received that patient had a debridement procedure at the pocket site. The device remains implanted.